Event description:
The patient did some "severe stretching" and after she could feel the "wire" from her device. She subsequently experienced shocking and jolting sensations and pain. Movement seemed to cause the stimulation to start and stop at times. The stimulation was felt in the upper leg when it used to be in the vaginal/groin area. Further information is being requested from the hcp.